Event description:
Patient with left ventricular device (lvad) therapy for a total 35 months (1st pump for 17 months which experienced a driveline fracture requiring exchange; 2nd pump for 18 months now experienced another driveline fracture requiring splice repair.) Patient is considered too high risk for a third lvad implant operation. Patient was discharged home on grounded cable, after the splice repair and returned to hospital 4 days later with recurrent pump stops/ lvad alarms. He was transitioned to an ungrounded cable and has been alarm free to date.